Manufacturer narrative:
Follow-up # 1 ¿ (08/27/2014). The patient¿s meter and test strips have been returned on 7/11/2014 and 7/24/2014, respectively, and evaluated by lifescan product analysis on 8/15/2014 and 8/20/2014, respectively, with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.